Event description:
A "leak" at the side port of the b braun blood tubing. Rn had to remove this set and set up a new set. Upon further investigation, the tubing then completely severed. No patient harm noted, some blood was lost in the tubing. Not used on pt issue identified as priming tubing lot numbers in bin 006176840, exp 2024-02-29. FDA safety report ID# (B)(4).